Event description:
It was reported that the device had a blank display. Physio-control evaluated the device and found that the device screen was blank and the device buttons failed to respond up on power on, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly and determined the cause of the failure to be the single board computer (sbc).